Manufacturer narrative:
The body at the endcap area was not welded.

Event description:
During a thoracoscopy the fp020 trocar fell apart. It released fine but came undone into three pieces. They were able to complete the procedure with the existing sleeve. There was no consequence to the pt.